Event description:
It was reported that there was a foreign object found in a 100 ml cassette. Per reporter, it had appeared to be an eyelash between the cassette and the bag, or possibly in the bag. The event occurred upon opening in the hospital. There was no patient involvement.

Manufacturer narrative:
H3: five pictures were attached to the complaint. Foreign matters were detected in the photos, and they are not in the fluid path. No sample received for this complaint, if a sample is received, the complaint will be reopened. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.